Event description:
It was reported that during a procedure the ultrasonic scalpel "was not sealing the vessel/tissue" and ties and clamps were used until an additional scalpel was retrieved. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device showed an indention in the teflon pad. The scalpel was attached to a generator and tested. The console performs an initial diagnostic test to verify drive train and generator console integrity to determine the scalpel's adequacy for use. The returned scalpel was observed to pass this test. The scalpel was then activated using the buttons and foot pedals to confirm functionality. The device's ability to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The scalpel passed cut and coagulation testing. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. A review of historical complaints related to inadequate coagulation were found to be a result of generator settings and/or end user technique. Stryker sustainability solutions' instructions for use state, "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation." The reported event is not occurring more frequently or with greater severity than is usual for the device.